Event description:
Patient fell asleep during dialysis. The needle fell out of the patient's fistula but stayed next to the patient's body. The dialysis fresenius pump was set at 400 cc per minute. Nursing was alerted by the change in patient's breathing pattern and noted approximately 2 liters of blood on the floor. Alarm rang on dialysis machine after blood noted on the floor. Patient not responsive, color pale, code called. Normal saline and albumin 12.5 gm IV. Patient transferred to ICU for monitoring. 2 units blood transfused.